Event description:
The customer contacted physio-control to report that their device failed to provide shock during medical intervention on the patient. There was patient involvement in the reported event.

Manufacturer narrative:
A physio-control customer quality engineer reviewed the electronic patient records and verified the reported issue. The customer charged the device and attempted to shock in sync mode twice during the patient event. It was observed in the patient file that indicators did not appear above each qrs complex before either attempted shock. Per the lifepak 20e defibrillator/monitor operating instructions, "observe the ECG rhythm. Confirm that a triangle sense marker appears near the middle of each qrs complex. If the sense markers do not appear or are displayed in the wrong locations (for example, on the t-wave), select another lead." It was determined the cause of the issue was use error as the procedure for synchronized cardioversion was not correctly followed. A physio-control service representative evaluated the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to provide shock during medical intervention on the patient. There was patient involvement in the reported event.